Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was high at the time of event and the patient got treated with injections. The length of hospitalization was less than 24 hours. No further information available.